Manufacturer narrative:
The affected genesis ii ps articular insert was returned and evaluated. A visual inspection found moderate damage on the locking detail feature. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the device inserted could not lock in properly. Backup available. No delay.